Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product problem codes of a040604 was submitted. It should have been a2201. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Insufficient amount of ovd (ophthalmic viscosurgical device) observed in the device. The plunger has been advanced at the depth guard and is advanced under the iol (intraocular lens). The iol is advanced into the nozzle entry and is damaged. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The sales rep obtained the following additional information: during the facility visit on (B)(6) to follow up on the usage situation, it was confirmed that the ovd was positioned below the nozzle tip and that the amount injected was small. It was also noted that the ovd setting timing had been occurring before ia. After the sales rep explained the appropriate ovd injection volume and the correct timing for setting, the doctor was able to use the device with the lens tacking normally. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the sales rep, the product did not cause the event. It is stated in the file that " the ovd was positioned below the nozzle tip and that the amount injected was small. It was also noted that the ovd setting timing had been occurring before ia". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implantation, the plunger did not push through the iol and did not advance the iol into the eye as intended, instead pushing on the center of the lens. Additional information was received stating that the ovd (ophthalmic viscosurgical device) had been positioned below the nozzle tip and that the amount injected had been small. It was also noted that the ovd setting timing had occurred before ia. After the company representative explained the appropriate ovd injection volume and the correct timing for setting, the doctor was able to use the device with the lens tacking normally.